Event description:
The customer reported that the unit showed error 10003, when the unit was powered on.

Manufacturer narrative:
The customer reported that the unit showed error 10003, when the unit was powered on. The customer evaluated the device and reported that he replaced the data card to resolve this failure.